Event description:
It was reported that an x-ray of the valve showed it to be set at pressure level 1.0, while the adjustment tools were showing other pressure level settings. The valve was explanted.

Manufacturer narrative:
The product was discarded at the hospital and was not available for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of MFR.